Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's (lm) final investigation. Updated h6 and h10 fields. The following fields were corrected based on information available at the time of the initial submission: e1"telephone number" and h6 "medical device problem code." A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, physical stress was applied to the insertion section during user handling and caused the coating to peel. The event is detectable and preventable by handling the scope in accordance with the following sections of the instructions for use: - 3.2 inspection of the endoscope - 5. Inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Device evaluation found cut on a-rubber and due to this cut, the water tightness is lost. The reported customer issue of leakage from a-rubber was confirmed. In addition, low angulation, scratches on the connecting tube was confirmed. However, the deformation of the bending section and damage of bending section noted to be not found. Furthermore, as noted in section b5, inspection found peeling of the coating of the device connecting tube insertion part (bending section). This condition was due to deterioration, mechanical damage occurred on the device due to usage. Additionally, the following findings were identified during evaluation: due to wear of angle wire, bending angle in up direction does not meet the standard value. Due to wear of angle wire, bending angle in down direction does not meet the standard value. Distal end has a scratch. Air/water leakage from the insertion tube/bending section was observed. Cannot angulate sufficiently image guide (ig) protector has a scratch. Grip has a scratch. Adhesive on a-rubber is detached. Universal cord has a scratch. Control unit has a scratch. Switch 4 (sw4) has a cut. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
It was reported that the device has leakage found during reprocessing. In addition, it was found that the scope has leak from a-rubber, bending tube (bt) deformed , connecting tube (CT) has scratches and the angulation noted low. There was no patient harm, no user injury reported due to the reported issue. Device evaluation found peeling of the coating of the bending section, insertion part (1mm2 or more). This report is being submitted due to the finding of peeling of the coating of the device bending section , insertion part (physical defects/deterioration) identified during device evaluation.